Manufacturer narrative:
Returned device was received for evaluation. During the evaluation of the device the customer reported condition was confirmed. Problem source is unknown. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Manufacturer narrative:
Corrected data: updated on correct aware date

Event description:
Information received a smiths medical tracheostomy/pvc - portex tubes blue line ultra (blu) cuff deflated after one day, he reported putting air in again and the cuff deflated again. No patient injury was reported.